Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms or displacement test failure noted. However, we were unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received missing end cap sticker, broken battery tube threads and minor scratches on lcd window and corroded battery tube.